Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer called back after receiving a replacement battery cap. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. No unexpected failed battery alert/battery failed alarm and pump error 63 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alert/battery failed alarm was found on: 11/18/2024 22:42:48.000, 11/18/2024 22:43:14.000, 11/18/2024 22:43:37.000, 11/18/2024 22:44:24.000, 11/18/2024 22:44:44.000, 11/18/2024 22:44:58.000, 11/18/2024 22:45:15.000, 11/18/2024 22:46:22.000. Insert battery alarm was found on: 11/18/2024 22:48:02.000, 11/18/2024 22:48:43.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 21-dec-2024 at 8:57:59 pm. There was no power data available for the date of 18-nov-2024. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Pump error 63 alarm (file number: 2017 line number: 147) was found on: 11/14/2024 09:06:29.000, 11/18/2024 22:42:45.000, 11/19/2024 20:14:36.000. Pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 19-nov-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 11/16/2024 13:35:19.000. Sensorerroralert (801) was found on: 11/16/2024 18:00:15.000, 11/16/2024 20:05:13.000, 11/16/2024 21:50:10.000, 11/16/2024 23:25:13.000, 11/17/2024 00:25:13.000. Sgcalibrationerror (776) was found on: 11/16/2024 22:47:48.000, 11/16/2024 22:49:01.000, 11/17/2024 00:03:48.000, 11/17/2024 00:17:54.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on: 11/19/2024 16:45:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a high sleep current measurement was noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a high sleep current measurement was noted. A high sleep current measurement was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required functional testing except sleep current measurement. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.